Event description:
During a pfa procedure, there was a delay due to a communication and self-test issue with the amplifier and a freezing issue with the display workstation. The amplifier disconnected mid application of pfa. The amplifier displayed an amber light. The system was rebooted with everything disconnected. The catheter would then not visualize on ensite and froze requiring logging out of the system. There was an internal "reconnect to pfa generator" when the volt icon was still green and "reconnect to se system" error. The current pfa generator options were greyed out and despite restarting the current pfa generator there was no resolution. The case was exited and reloaded, but it was not possible to resume the case. The procedure was completed without ensite using x-ray and with no adverse patient consequences.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The reported event stated that ¿the catheter would then not visualize on ensite and froze requiring logging out of the system." The log files were provided and reviewed. Amplifier and generator disconnections were confirmed. No software anomaly was found.